Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the issue was duplicated on investigation. The call service 069 failure was written to the black box as call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted an alarm during a bolus multiple times. Reportedly, the alarm also occurred when the patient attempted to reset the basal settings. The reporter did not specify what type of alarm was emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.